Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - package lot number of the clips? =>currently, unknown.- please provide the applier lot number?=>unknown. - what suture type and size was used? =>>unknown. - when the event occurred, was the suture placed near the hinge of the clip?>unknown. - was the applier checked for damaged (jaws straight and aligned)? =>there is no damage with the applier.- if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?=>yes. - could you kindly perform and document the follow-up attempt for the product return?=>we regularly contact with sale rep about the device returning. Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. =>we regularly contact with sale rep about the device returning.- please provide the source or name of person providing answers to follow-up questions: => (B)(6). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture clips were used. During the procedure, malfunction occurred. Xc200 did not attach to the suture. The sales rep holds thorough information sessions and training sessions for nurses. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2025. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, d9, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: lot unk => uc2aam, 104bjx. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the xc200 reload was received sterile and with wrinkles on the bottom foil. The foil was opened and the cartridge was removed from the packaging. The cartridge was tested for functionality with a test device and upon functional testing of the sample, the device loaded, retained, and deployed the clips as intended. The clips were formed as intended and conforming to manufacturing requirements. The event described could not be confirmed as the clips were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during use that could not be replicated during laboratory analysis. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation , it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now.